Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the modular cable¿s outer jacket being damaged was confirmed, as the returned modular cable (lot number 7190964) was observed to have a taped area by its controller-side bend relief upon arrival. Underneath the tape, a few tears in the outer jacket were observed, revealing the inner layer. The modular cable was functionally tested alongside known working test equipment and performed and operated a mock loop as intended throughout all testing, even when the cable was manipulated. The modular cable was also connected to a test fixture to evaluate the integrity of its inner wires, and the cable passed this test. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). The current revision of the patient handbook can be found on the eifu page of the abbott website. Review of the device history record for the modular cable, lot number 7190964, showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were submitted for evaluation. The patient had a backup battery fault, which did not resolve with a self-test. It did however resolve at some point prior to the getting to clinic. They ended up needing to change the whole system controller and modular cable. The system controller door to release driveline was stuck shut. The patient would not have been able to open it in an emergency. The modular cable had a taped area where the outer coating had come off. It also had a new area of outer coating coming off where it had not been taped. It appeared that the log files confirmed the backup battery fault on 21jan2026 at 9:51:59. This event was associated with an (f34) ebb_circuit_fault power fault flag.